Manufacturer narrative:
The insulin pump had a button error alarm due to corroded keypad traces. There was no moisture damage found on the electronics assembly and motor assembly. The insulin pump was received with cracks at the corner display window, scratches on the display window and cracks at the reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 46 mg/dl. Customer treated their low blood glucose levels with sugar. Troubleshooting for button error alarm was performed. Customer stated that the button error alarm occurred right after the pump was exposed to moisture. Customer's insulin pump was exposed to moisture via sweat. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.